Event description:
A (B)(6) old male pt contacted zoll lifecor customer support to report that his battery was not holding a charge. Support issued the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) is currently underway. The reported problem (battery charger faults) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.